Event description:
Bracket of hoyer #1880 detached from arm of sling while resident was attached and in position to be lifted from the bed. Barely off the bed when equipment failed and detached. Bracket landed around the resident without sustaining any injuries and the resident remained flat on the bed. Appears as if the pin to the main bolt was no longer in place. All other hoyers immediately removed from operation following this incident for safety inspection. Inspected and tested before being returned to the units for resident/staff use. On 04/01/2019 hoyer rep: "heard of it but not of pin falling out: sending new locknut for all new hoyers, replacing (1) scale for free." Last "pm" performed at facility on equipment: 03/05/2019.